Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "fumes" or an odor emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Service parts replacement correction from ¿the fse replaced the catalytic converter and oil mist filter¿ to ¿the fse cleaned and tightened the oil mist filter cap and then performed preventative maintenance which included replacing the vacuum pump oil, oil mist filter and catalytic converter to resolve the odor/smells issue.¿ the investigation included a review of the device history record (DHR), trending analysis of the odor/smell/fumes issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smell/fumes issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further analysis. The assignable cause of the odor/smell/fumes issue is like due to the oil mist filter, vacuum pump oil and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).